Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: results received from the engineering team: investigation summary: the investigation could not confirm the reported issue of " the 2nd round of femoral cut planes were off by approx. 4mm but the femoral checkpoint measure zero." The issue was investigated and reviewed by the systems team. A review of of the available log files could not find a case that matched the description of cuts being off by 4mm. The investigation reviewed available log files for similar issues that would lead to the reported cause. The investigation found evidence of rapid movement of the robot during operation. Robot movement is generally caused by the system not being properly mounted to the bedrail. The IFU outlines: any large leg/robot movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. The investigation found multiple messages of the following are seen throughout femoral cut steps and tibial cut step: "[saw disabled] saw blade plane deviates too much from the cutting plane." This indicates that there was considerable leg/robot movement during tibia and femur cut steps. This would cause power to the saw handpiece to be cut. The constant cutting of power while during the cut means movement is large enough that the system cuts power, this could lead to inaccurate cuts. The investigation found that both tibial fiducial landmark acquisition and femur fiducial landmark acquisitions are done sub-optimally. The check points were created on the pin/array and not on the bone. Since the checkpoints were placed on the pin/arrays, they lose their purpose and it would be difficult to confirm if there was femur array movement. When the checkpoint is placed on the pin/arrays, when array movement happens the checkpoint also moves. This may lead to failure in accurately diagnosing array motion during the procedure. It is recommended that the user follow the guidance on IFU: bone checkpoints creation. Position each checkpoint at a site where the bone will not be resected, e.g., below the anticipated tibial resection plane. Create each checkpoint cautiously with the appropriate instrument and into the cortical bone. The checkpoints must be easily identifiable later during the procedure. Marking the checkpoints with a surgical pen will facilitate finding their location. The investigation could not find an exact log file associated with the claim of cuts being off by 4mm, but because of the checkpoints being placed on the arrays and the claim of large cuts off, it is probable that array movement occurred. In some cases there is evidence that the femur array may have been bumped/moved, but cannot be confirmed without the use of a correctly positioned checkpoint. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. Please ensure the array is properly secured during the procedure to avoid array movement. If the verify checkpoint step cannot be completed, please do not continue the operation. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments (see appendix 1: ¿system troubleshooting¿). Use ¿verify checkpoint via toolbox¿ to confirm that the bone arrays have not moved. Root cause: an exact cause could not be determined. The most probable root cause of the issue is a combination of potential array movement, robot movement during operation as a result of cart mounted use, sub-optimal checkpoint locations, and sub-optimal anterior cortex registration. However, the reported issue was not confirmed and no defect was found. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review: no manufacturing record evaluation required as no manufacturer or service related issue found.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that when converting from an unicompartmental knee arthroplasty (uka) surgical procedure to a total knee surgical procedure, it was observed that while using the velys satellite station device and the velys base station device, during the first femur case the user completed cuts on the non involved side, then chiseled out the prosthesis for the second round of cuts with the robot. The second round of femoral cut planes were off by approx. 4mm but the femoral checkpoint measure zero. The distal cuts were fine. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.